Manufacturer narrative:
A medtronic representative, following-up at the site, reported that the screw that tightens the clamp down is not stripped but actually broken. This break occurred as they were taking the clamp off the patient at the end of the procedure. The screw came loose from the actual clamp. Return requested for suspect spinous process tall clamp medtronic investigation of returned suspect spinous process tall clamp finds that the retainer ring has broken from the tip of the adjustment screw and is missing. As a result, the clamp is rendered unusable. The clamp is in good condition otherwise. Failure: physical damage / pieces missing. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's tall spinous process clamp had a stripped screw. No further details regarding the damage, how or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.